Event description:
Allegedly revised due to bone fracture.

Event description:
Add'l info rec'd 4/21/2015: pt. Experienced pain and mobility complications.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00767, 00768.